Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of bifidobacterium longum as vibrio fluvialis in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of vibrio fluvialis (99.9%). The isolate was sent to a reference laboratory where it was identified as bifidobacterium longum. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of bifidobacterium longum as vibrio fluvialis in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation. Fine tuning. Status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made on 08 and 10 apr 2021. Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Kb review. The customer had the sample sequenced to confirm the expected identification - bifidobacterium longum - which is not present in vitek® ms kb v3.2 as a species level. However, bifidobacterium spp (regrouping b. Adolescentis, b. Bifidum, b. Breve, b. Dentium, b. Longum species at the genus level) is present in vitek® ms kb v3.2. Sample data analysis. Analyze of mzml sample files show that number of all peaks are heterogeneous during the issue (between 0 and 521). The misidentification result was obtained from the spectra having a lower number of peaks (44). Moreover, it was obtained with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). Reprocessing of the customer data with vitek® ms kb v3.2 showed the no identification results were due to ¿empty spectra - notenoughpeaks¿ or ¿too many peaks spectra¿. This can occur due to ¿bad organism quantity¿ deposit on the spots (too thick or too fine organism deposit). Reprocessing with next vitek® ms kb v3.3 (under development), spectra led to a no identification result. When ¿no identification¿ results are obtained, the customer should follow the process described in the vitek® workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿. Conclusion. The cause of the customer¿s issue is a combination of a known system limitation regarding how spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. In addition, the following system limitation is mentioned in the vitek® ms v3.0 knowledge base user manual ref. 161150-556-b: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.